Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead exhibited high out of range pacing and shock impedance measurements, high capture threshold, oversensing and noise. Chest x-ray was performed and confirmed device-lead connection issues. Subsequently, the patient underwent a revision procedure to reconnect the device and lead. The lead was then tested with the pacing system analyzer (psa) and all measurements were stable and within normal limits. The device and lead were successfully reconnected with good measurements. No additional adverse patient effects were reported.